Event description:
It was reported that patient not being ventilated error code displayed. No patient harm. The investigation results show that the device had performed a pressure release as a result of a detected significant discrepancy between the measured inspiratory and expiratory airway pressure ("device failure"). The case is therefore considered reportable for the following reason: no injury reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The affected device was examined onsite by dräger service technician and the service report as well as the log file were made available for analysis at the manufacturer site. Based on the log file review the reported issue regarding the pressure measurement could be confirmed. The software of the device had detected a significant discrepancy between the measured inspiratory and expiratory airway pressure at the reported time. As a result, the corresponding alarm messages ¿device failure¿ were posted, and a pressure release of the pneumatic system was performed as a result of an inoperable pressure measurement. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a deviation concerning the pressure measurement system, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. However, manual ventilation with an alternate device may be considered necessary. In the current event, the device reacted as specified. The device was tested according to manufacturer specs without deviations. There were no patient health consequences reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.